Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle would not detach from a bd micro fine plus¿ insulin pen needle after use. The following information was provided by the initial reporter, "pen needle wouldn't detach from forteo pen. The issue occurs once in each polybag."

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the pen needle would not detach from a bd micro fine plus¿ insulin pen needle after use. The following information was provided by the initial reporter, "pen needle wouldn't detach from forteo pen. The issue occurs once in each polybag".